Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for the same event. Please reference MFR. Report #s: 9616099-2008-00746, 96160099-2008-00748, and 9616099-2008-00749.

Event description:
This male pt with a history of hypercholesterolemia and smoking, was admitted with unstable angina within 48 hours of myocardial infarction (ck 492/normal 24-190). The pt was not taking any medications at the time of admission. Heparin, aspirin, and gp iibiiia inhibitors were administered during the procedure. Angiography revealed a lesion in the proximal circumflex which was successfully treated. The details are not known. An add'l lesion was noted within the bifurcation of the proximal left anterior descending artery (lad) and the diagonal branch. A 3.0 x 23mm cypher select stent was placed in the proximal lad via direct stenting and was deployed to 15 atms. A 3.0 x 18mm cypher select stent was placed in the diagonal branch via direct stenting and was deployed to 15 atms. The stents were postdilated via kissing balloon technique: a 3.0 x 20mm balloon was inflated to 10 atms in the lad and a 2.5 x 20mm balloon was inflated to 10 atms in the diagonal. An add'l 3.0 x 13mm cypher select stent was deployed in the lad to improve angiographic results. Residual stenosis post procedure was 0% in both vessels and there was timi iii flow throughout. Post procedure, the pt's enzymes were elevated (ck > 5 times uln, ckmb > 5 times uln, troponin I > 5 times uln). The pt was ruled in for anterior wall mi. No add'l action was taken. The event resolved within 6 days.